Manufacturer narrative:
A specific cause for the reported elevation in pump power and a correlation to the reported chest pain could not be conclusively determined. No log files were available for evaluation and the pump was not returned for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: as of (B)(6) 2016, the patient was reportedly stable at home and doing fine without inotropic support. No further information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the hospital on (B)(6) 2016 with chest pain. Lvad parameters showed a power consumption of 11.4 w. Reportedly, hospital personnel assumed that the chest pain came from an overheated pump. The patient was treated with IV heparin and 30 minutes later, pump power consumption came down to 7.8 w. The patient is reportedly not a pump exchange candidate due to their unspecified underlying clinical status. A decision was made to turn the pump off on (B)(6) 2016, and support the patient with inotropes. No further information was provided.